Manufacturer narrative:
The reported event for overstimulation at the ipg site was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Describe event or problem: additional information was received.

Event description:
Additional information was received. Related manufacturer reference number: 1627487-2019-12614.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced overstimulation at the ipg site. Surgical intervention was undertaken where patient received an ipg explant.